Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the event. The patient was treated with injection piptaz (intravenously, 4.5 grams, twice a day) and injection vancomycin (intravenously 1 gram, frequency not reported) for the event. On an unreported date, the patient's pd catheter was removed and therapy was discontinued. It was reported that the patient was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was started on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.